Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system, notified of the issue, ordered potential part, arrived on-site, inspected system and reviewed logs, found the door cable slide screws were bent, replaced cable slides, adjusted upper dingus, performed system checkout, system fully functional. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000273. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site had to manually open the gantry door of the image acquisition system (ias) when the system would not do so through the pendant. There was no reported impact to patient outcome and no reported delay to procedure.